Event description:
Hill-rom received a report from the account stating the left intermediate siderail would not latch. The bed was located at the account in 1 south. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the left siderail arms were bent. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012. It is unknown if the facility performed any other preventative maintenance no this bed. The technician replaced the siderail arms to resolve the issue. The technician thoroughly tested the bed exit system and it functioned as designed. Based on this information, no further action is required.